Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was blocking the speaker holes. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event:cgm model: unknownmobile os: unknown.